Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.5/1.0/093 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced vertically with a longer length lens due to low vault with rotation on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.